Manufacturer narrative:
Investigation summary: bd received one photo for investigation, which indicated bowed tubes. Examination of 100 retained samples did not identify any further defective samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: bowed molding. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was bowed tube body molding in an unspecified number of devices. No adverse impact was reported regarding the patient or user.